Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2016 due to stem subsidence.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2016 due to stem subsidence.